Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter occupation: customer occupation = unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy, an open-end flexi-tip ureteral catheter separated. The catheter was placed over an unspecified wire into the kidney. Upon removing the catheter, only a portion of the catheter was removed, leaving a section in the ureter. The user passed small biopsy forceps through the unspecified ureteroscope, grabbed the edge of the of the device, and successfully removed the separated segment. Per the reporter, there was no manipulation or lasering that could have cut the catheter. Resistance was not felt during advancement or removal of the catheter. The patient did not require any additional procedures due to the occurrence. The patient did not experience any adverse effects.

Event description:
Information was available but inadvertently omitted from our initial medwatch report: the catheter may have inserted directly into the kidney.

Manufacturer narrative:
Event description: as reported, during a ureteroscopy, an open-end flexi-tip ureteral catheter separated. The catheter was placed over an unspecified wire or it may have been directly inserted into the kidney. Upon removing the catheter, only a portion of the catheter was removed, leaving a section in the ureter. The user passed small biopsy forceps through the unspecified ureteroscope, grabbed the edge of the of the device, and successfully removed the separated segment. Per the reporter, there was no manipulation or lasering that could have cut the catheter. Resistance was not felt during advancement or removal of the catheter. The patient did not require any additional procedures due to the occurrence. The patient did not experience any adverse effects. Investigation - evaluation reviews of complaint history, device history record (DHR), instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that sufficient inspection activities are in place to assure functionality and device integrity prior to shipping. The evidence from the complaint file, device history record, complaint history and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions avoid bending or kinking the catheter prior to placement. Doing so could damage the integrity of the catheter and result in patient injury. If you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding. Do not withdraw catheter while deflected in cystoscope/endoscope. Instructions for use: once the wire is advanced to the desired location within the ureter, advance the catheter over the wire and to the desired location. A cause of the complaint could not be established, possible causes for the complaint include inadvertent user/procedural issue. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurre.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.